Event description:
During a procedure, while physician was using electro cautery (plasma peak blade), he noted he could feel some "arching" when using the cutting function of the device. The settings were 6-8 respectively, and was being used for subcutaneous cut-down for generator change out. A new device was used from a different lot number.the patient did well during the procedure, and just a bit of a delay in the case for time to get a new device. The doctor states that there is always some arching but there was more than usual when using this device.